Manufacturer narrative:
The device will not be returning to the manufacturer for evaluation. It will be sent to new castle or lyric engineering lab. Radiographs provided did not confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020 due to potential final fusion. As per reporter, the rods were not distracting well as in previous months, when removed there were no issues with the rods and appeared intact.